Event description:
The account generated falsely nonreactive prism hbsag results on a specimen that tested nat hbv positive. In 2008, the specimen tested prism hbsag initially reactive (2.79 s/co). The specimen was repeated in duplicate with nonreactive results (0.76, 0.78 s/co). Confirmatory testing was nat hbv positive. A new specimen was obtained in early 2009, which tested prism hbsag initial (3.56 s/co) and repeat reactive (2.24, 2.32 s/co). The nonreactive prism hbsag was not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Results evaluation: device/samples not returned. Retained kit testing met all specifications. The sample in question as well as the reagent kit in were not available for evaluation of this issue. To address the sensitivity issue identified in this complaint, the investigation team has completed an evaluation and the results are as follows: in-house file samples of reagent lot 64541hn00 were tested with sensitivity panels: the analytical sensitivity results were 0.11 ng/ml for (B)(6) and 0.09 ng/ml for (B)(6), which is in line with sensitivity data from the package insert and also meets in-house release criteria. Additionally, testing of seroconversion panels with reagent lot 64541hn00 to evaluate clinical sensitivity did also not identify a deficiency. Furthermore customer results were evaluated using test data from the prism metrics database: for reagent lot 64541hn00 in total 228,468 test results were available from thirteen sites (six countries) spanning (B)(6) 2008. These test data were evaluated for initial and repeat reactive rates and for s/co results obtained with the positive calibrator (indicator for assay sensitivity). Reagent lot 64541hn00 performance was similar to five other reagent lots, thus giving no indication for a sensitivity deficiency of this lot. As part of this evaluation a review was performed of the complaint and manufacturing records for the reagent lot identified in this complaint. This review did not identify any problems relating to the customer observation. Summarized and based on the results generated during this evaluation, it is determined that abbott prism hbsag, list number 3a47-48, lot number 64541hn00, identified in your complaint, is performing acceptably. Without having received the specimen in question it is difficult to determine why the customer observed the discrepant test results. Other factors that could not be emulated by the investigation experiments might have contributed to the customer observation. This is a final report.

Manufacturer narrative:
Investigation in process, no results or conclusion can be chosen at this time. This report is being filed on an international product, prism hbsag, that has a similar us product distributed in the us, prism hbsag. This is an initial report. A final report will be submitted when the investigation is completed.